Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak from their alinity m system. The customer reported some leakage on the floor in front of their instrument. The customer suspected that there was a potential leakage within one of the system solution drawers. The customer was wearing appropriate personal protective equipment (ppe). A field application specialist (fas) dispatched. The fse found that the connection vent line for the lysis solution was loose and leaking small amounts of liquid over time. The solutions drawer was cleaned and the vent line was reconnected and secured. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions.

Manufacturer narrative:
Corrections: section h11 and h6 updated with results of investigation revision and corresponding adverse event problem codes based on clarification that prior to the leak event, technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system serial number (B)(6). Section h7 and h9 - uncheck recall and removed reference to 3005248192-03/21/25-001-c (fa-am-mar2025-306). Investigation into this complaint included service history review, quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review: the service history search did not find any prior service tickets related to the issue under investigation. On june 16, 2025, prior to the leak event, technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system serial number (B)(6). The alinity m system liner, part number 56-270087, was installed underneath the alinity m system and designed to mitigate the occurrences of leaks that spread beyond the instrument footprint. Implementation of tsb 640-079 and the liner installation do not prevent occurrences of leaks that spread outside the instrument footprint; however, as a mitigation, reduction in leaks beyond the instrument footprint is expected. Quality data review: nonconformance (nc)/corrective action preventive action (CAPA) search: a search of nc/CAPA records was performed for instances related to a lysis cradle with a loose vent line that caused a leak on an alinity m system, as documented in complaint ticket under review in this investigation. The query did not identify any related quality records. Complaint history review: a complaint search was performed to identify past complaint tickets related to a lysis cradle with a loose vent line that caused a leak on an alinity m system, list number (ln) 08n53-002. Complaint trending was reviewed. An adverse trend was not identified for the alinity m system ln 08n53-002. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-002.